Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage or evidence of burn marks or any other abnormality were observed. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and no evidence of burn marks or any other abnormality was observed. Returned battery voltage was measured and all results were within specification range. An extended investigation was performed. Visual inspection has been performed on the returned reader and no issue was observed. The returned reader powered on with button depression. The reader was de-cased in previous phase and no burn marks or heat damage were observed upon visual inspection on the reader pcba. Battery of returned reader was intact with no damage. The returned battery voltage was measured which was within specification range. Nxp processor was present. Customer reported the lg was very hot during charging. Returned reader was charged with a known good usb cable for approximately one hour and did not observe customer¿s complaint with the returned reader. A thermal camera was used for inspection of any hotspot and no hotspot was observed. Performed built-in reader test and reader test was passed. The DHR (device history review) was reviewed and there was no indication that the product did not meet specification, and no anomalies identified. There is no evidence of a product malfunction, therefore issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports their abbott diabetes care device, "was very hot while charging." There was no report of fire, snoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device.there was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports their abbott diabetes care device, "was very hot while charging." There was no report of fire, snoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device.there was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reports their abbott diabetes care device, "was very hot while charging." There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.